Event description:
After inserting the screw, the tip of the tightener was broken during tightening the nut.

Manufacturer narrative:
Method: complaint history analysis, mfg record review, risk assessment and visual inspection. Results: compliant history analysis. There have been 9 previous reports of tip breakage. Previously concluded the fractures were a consequence of overloads. Mfg record review. Nothing noted that could be related to this issue. Risk assessment. The tip could possibly fall into wound and that would require a delay in surgery for the surgeon to retrieve it. There is a high probability that the surgeon would notice the tip on the post-operative x-ray. Visual inspection. The hexagonal tip of the instrument was confirmed broken. Conclusion: the fracture is caused by the surgeon imparting too large of a torque by using the tightener for final tightening of the blocker. The product is engraved with a warning not to use it for final tightening.